Manufacturer narrative:
Device passed the displacement test but motor error alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test due to motor error alarm. Motor passed motor test. Device received with cracked case display window corner. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error and drive support cap was sticking out. Customer's blood glucose level was 186 mg/dl. Customer stated insulin pump had crack in the top portion. Customer advised the pump will need to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.